Event description:
It was reported that, "pt revised, was experiencing pain and recently started hearing a little squeaking."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.